Event description:
It was reported that a patient underwent a posterior spinal fusion on (B)(6) 2012 and a surgical sealant was used. The patient experienced wound dehiscence. The patient was returned to the operating room for drainage and antibiotic therapy. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.